Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient had come to the hospital with severe spasms. The motor stall occurred on (B)(6) 2019 at 9:37.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown baclofen (2000mcg/ml at 778.4mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that a motor stall occurred resulting in cessation of therapy. The pump was interrogated and logs were read. There were no environmental, external, or patient factors that may have led or contributed to the issue. No actions/interventions were taken to resolve the issue and the issue was unresolved at the time of report. Surgical intervention was scheduled for (B)(6) 2019. The patient's status was alive - no injury and no further complications were reported or anticipated.